Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (over 450 mg/dl). Correction boluses and insulin injections were used to address the bg level. A school nurse administered the insulin injections. The contact did not think the pump was working. The infusion set sites were changed and no issues were identified with the cannula. The supplies were changed and insulin delivery was resumed. A pump system check was performed and no device issues were identified. Reportedly, the customer reverted to using insulin injections for insulin therapy. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.